Manufacturer narrative:
This report filed, october 27, 2008.

Event description:
Per the audiologist, in 2008, the patient reported a scab over the receiver/stimulator site. The patient's daughter reported that the scab had been there for several months. Reportedly, the surgeon treated the scab but then noted that the receiver/stimulator "seemed to be extruding". To determine if a skin graft or explant surgery will be done, further information has been requested.